Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization for low blood glucose. The blood glucose reading was 26 mg/dl. The customer attempted to treat by eating a chocolate bar. The customer reported that the low blood glucose may have been due to hormones from being pregnant. The customer declined troubleshooting for low blood glucose. The customer also reported that the sensor had triggered a sensor error alarm and gave a reading of 62 mg/dl when the blood glucose was 154 mg/dl.